Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tightness test fails.

Manufacturer narrative:
Hamilton medical ags conclusion: failure mode description: phase: pre-operational check. Failure effect: tightness test fails. Ventilation cannot start. Root cause: defective expiratory valve. The replacement of the defective component solved the issue.